Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states a nurse on the unit believed there was either fungus or ink on the inside of the hub of the needle and the coloring on the hub was not consistent, leaving areas of the hub that were not colored.